Event description:
Additional information received reported that the pipeline was stuck in the first phenom as there were too much resistance when taking out the device, which is why the physician had to take pipeline out along with the phenom. The cause of the event was not determined. There was no damage to the pipeline pushwire or phenom. There was no vessel bend at the distal segment where the pipeline was being deployed. Resheathing and redeployment was attempted to open the device, but it did not work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared stretched, with the ptfe shrink tubing still intact. The distal end of the braid was not opened and frayed. The proximal end of the braid was found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The catheter tip, marker, and body were examined; no damages were found. The catheter body was found to be flattened at 3.8cm to 12.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed, as the distal end of the braid was not opened and frayed. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that the vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which rules them out as potential causes. It is possible that the damaged braid may have contributed to the failure to open. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the observed damage to the catheter (flattening), braid (fraying), and hypotube (stretching) suggests that a high force was applied. It appears that these damages may have occurred when the customer attempted to retrieve the pipeline flex shield through the catheter, encountering resistance. However, the cause of the resistance could not be determined. Possible causes of the resistance include vessel tortuosity and a lack of continuous flush during the procedure. The customer reported that the vessel tortuosity was moderate, which eliminates it as a potential cause. It is possible that a lack of continuous flush with heparinized saline during procedure may have contributed to the resistance issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that one flow diverter (fd) case was planned for internal carotid artery aneurysm. The physician took ped2 4.25-18 with phenom 27. When started deploying it didn't open at the distal end after trying for long. Physician had to take out the device and restart the case with another device 4.5-16 with phenom 27 in this device was not coming out initially as it came out physician started opening it but it also was not opened at distal end, physician had to take out this device also and took 4.25-20 and completed the case. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for flow diverter treatment of an internal carotid artery aneurysm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed everything was fine, all vessels were filling.